Event description:
Reportable malfunction:on may 14,1999,novo nordisk a/s received a novopen 3 from new zealand with the following complaint: "broken piston rod."there was no indication of an adverse event.result and conclusion of the manufacture's investigation -june 9, 1999 novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at dose sizes 2,5,10 and 20 iu (1 iu =10mg).conclusion-the fault "collar on the piston rod nut broken off"has been classified as a reportable malfunction.